Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The ampoule cracked in a strange way.

Manufacturer narrative:
Reported event: an event regarding a crack/fracture involving a simplex ampoule was reported. The event was confirmed via evaluation of the returned ampoule . Method & results: device evaluation and results: a portion of the ampoule was returned in a plastic bag, no cracker (plastic sleeve), unit carton or powder were returned with the ampoule. The ampoule is fractured at the side of the neck. Clinician review: no medical records were received for review with a clinical consultant device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: it was reported that the ampoule cracked in a strange way. A portion of the ampoule was returned in a plastic bag, no cracker (plastic sleeve), unit carton or powder were returned with the ampoule. The ampoule is fractured at the side of the neck. It is noted that simplex p has a poly sleeve covering the monomer ampoule tip to aid in breaking open the sterile glass ampoule containing the liquid component. No further investigation is required at this time. If further information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
The ampoule cracked in a strange way.